Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable defibrillator 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient heard tones and made a remote monitor transmission. The transmission revealed that the right ventricular (rv) lead superior vena cava (svc) impedance had been trending around the middle 70 ohms, but then one reading went to 103 ohms. The next day, the patient was checked by the physician and the upper svc alert range was increased. The rv lead remains in use and will be monitored. No patient complications have been reported as a result of this event.